Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 9393008, 510k #k172199 and UDI# (B)(4) was approved for sale in the united states. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with spinal canal stenosis and underwent posterior lumbar interbody fusion(plif). Post-op, the spacer which was inserted at l5/s deviated backward, for which the additional surgery or re-operation was performed on (B)(6)2018. Slight pain in the lower limbs were observed as the result of the event.

Manufacturer narrative:
Product analysis: visual, microscopic and dimensional evaluation revealed that the implant shows signs of being both implanted and removed. There is no cracking or material failure noted to the implant. A check of overall dimensions indicates the implant is the correct size. After review, the implant does not appear to be the cause of the issue noted in the complaint. If information is provided in the future, a supplemental report will be issued.